Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a right total lcs knee that was done in 2013. The tibial tray has fallen into varus and is loose at cement to implant interface. Cement manufacturer is unknown. It was also reported that the femoral component is also oversized, so the surgeon replaced all components except for the patella. The femur was well fixed, and the tibial tray was loose. There was cement stuck to the underside of the tray, but no cement on the cone of the tray. Doi: 2013. Dor: (B)(6) 2018. Right knee.